Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the quality investigation details, the white material on the top of the hoods was linting. A design change was implemented on (B)(4)-2010 to add a double scrim filter to the hoods and togas. This product was manufactured prior to this change.

Event description:
It was reported that fuzz from the hood was blown out of the helmet vents prior to the procedure. The account used a back up to complete the procedure with no allegation of adverse consequences.